Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin + the -subunit (hcgb). There were no errors on the analyzer. The customer stated that a similar issue occurred 2 to 4 weeks ago with the same test, but no further information was provided with regards to this. The primary tube of the sample initially resulted as 0.130 iu/ml. The customer was aware that the patient was pregnant, so this result was not reported outside of the laboratory. The customer aliquoted the sample and repeated the aliquot on a different e601 analyzer, where it resulted as 41177 iu/ml. The repeat result was believed to be correct. The patient was not adversely affected. The hcgb reagent lot number was 18742803, with an expiration date of 11/30/2016. The field service representative determined that there was a bubble in the sample tube when it was sampled. When the sample was poured into a sample cup, sampling was ok. He verified liquid level detection voltage and verified adjustments on the analyzer; no problems were found. He ran a precision study and this was said to be good.